Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that "the end of the xia 3 torque wrench shaped off and broke into several pieces on the sterile field."